Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device rite electrical test passed but rite functional test failed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log. The ultrafiltration volume was 3238ml, meaning the patient drained 3238ml more than the fill volume of 2300ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.